Event description:
It was reported that balloon detachment occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for used. However, during insertion the balloon separated. The procedure was completed successfully. There were no patient complications reported.

Manufacturer narrative:
B3: date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that balloon detachment occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for used. However, during insertion the balloon separated. The procedure was completed successfully. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: used the first day of the month of aware date, as event date was not provided. The returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 66cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded.